Event description:
It was reported that approximately 38 months post-implant of a bifurcated device and suprarenal aortic extension; a computed tomography scan revealed a type iii endoleak. Reportedly, the patient came in for a routine checkup at which time a computed tomography scan showed that the aortic extension was beginning to separate from the bifurcation. The patient was treated with an infrarenal aortic extension, which corrected the endoleak. It was reported that the patient is doing fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned for evaluation.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device not returned hence no device evaluation performed. However, operative notes were provided by the hospital. Based on the review of the operative notes by clinical representative, endoleak type iii may have caused due to severe aneurysmal neck angulation of the patient. Patient condition contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.